Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners have caused them pain and exacerbated their periodontal disease. Their teeth have been loose since starting the aligner treatment. This is a contraindicated patient.